Manufacturer narrative:
H10 h3,h6: the device, which was not used in a procedure, was returned for evaluation. The evaluation was performed by the supplier and could not confirm the customer complaint for the device was pushing too much fluid during procedure. A visual inspection was performed and showed the pump in poor condition. The upper and lower casings and tube set holder are chipped, the handwheel is worn, and the roller wheel and pipe bracket are scratched. Functional inspection was performed and showed the pump passed the initial self-test successfully. A flow test was conducted and the pump performed as per specification. Pressure test passed within tolerance range, and a roller wheel test was also conducted and was well within tolerance. All functional testing was performed and did not identify any functional abnormalities. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. No manufacturing related defects were observed. No further investigation is required.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that device was pushing too much fluid during procedure. Back up device was available.